Manufacturer narrative:
No conclusion code available. Failure event observed during analysis. Final analysis found external insulation abrasion was noted at 40.5-40.9cm and 41.5-42.2 from the connector pin consistent with lead friction to another device of feature on the heart. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.